Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. Summary of eval: the tibial insert and baseplate can not be evaluated as they have not been returned to co but rather have been retained by the pt. A review of the device history records for these components is not possible as the lot codes have not been provided. Attempts to obtain lot code info have been unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert.